Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket of a n-compass nitinol stone extractor would not open prior to use. No patient contact was made. Additional information regarding the device and event has been requested but is currently unavailable.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information that was received on 24apr2020, it was reported that the procedure was completed with another brand of similar device. The patient is well with no additional harm as a result. No damage was initially noted to the device.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation: distributor (B)(6) informed cook on (B)(6) 2020 of an incident involving a n-compass nitinol stone extractor c-ntse-2.4-115-nc3 from lot # 9720707. The device reportedly had a basket that could not be opened before on (B)(6) 2020. The patient reportedly experienced no additional harm as a result of the issue. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control, as well as a visual inspection and functional test of the returned device was conducted during the investigation. One n-compass nitinol stone extractor was returned to cook for evaluation. Upon visual inspection, the handle was in the open position while the basket formation was in the closed position. The male luer lock adapter and collet knob were both noted to be tight. The basket sheath and support sheath were severed at the nose of the male luer lock adapter. No visible kinks in the basket sheath were noted. The basket sheath appears to have been stretched and pulled and a portion of the basket coil was noted to be exposed. A functional test of the device confirmed that the handle does not actuate the basket sheath. The closed basket could not be opened due to sheath damage. The yellow support sheath and basket sheath were both separated at the handle, preventing the motion of the handle from actuating the basket. The available evidence indicated the device was made to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot (9720707) revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU provides the following information to the user: ¿precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information provided, evaluation of the returned product, and the results of the investigation, a root cause was traced to component failure. Based on the available evidence, the damage to the device occurred during shipping or handling when unpacking/subsequent handling. There is not enough evidence to make a conclusive determination of the cause of the sheath damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.